Manufacturer narrative:
Unique identifier (UDI): (B)(4). - the actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that her patient had a heart attack on (B)(6) 2017, and was in the hospital until (B)(6) 2017. The patient was not connected to therapy at the time of the event.